Manufacturer narrative:
The device was evaluated by the returns department which found that the drive arm was bent and the serial number was (B)(4).

Event description:
Dealer states that there is a plate on the frame on the underside of the spring that has bent. Not sure how or why.

Event description:
Dealer states that there is a plate on the frame on the underside of the spring that has bent. Not sure how or why.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.